Event description:
Pt underwent anterior cervical discectomy and fusion at c3-c4, c4-c5, and c5-c6 on (B) (6) 2010. Post-operative x-rays showed that the anterior hardware including the plates and screws were in the proper position. The pt was seen for follow up approx six weeks later with complaint of difficulty swallowing, weight loss, and having a feeling like food was being caught in his throat. X-rays revealed that the left c6 screw on the cervical plate was protruding above the surface of the plate and the screw was pushing against the esophagus. Pt was taken back to surgery on (B) (6) 2010, for a revision of his anterior cervical hardware. Surgeon found that the screw was intact, but there was damage to the top of the screw. Upon inspection of the plate, the locking washer was not visible. It was unclear if the washer was absent, broken, or shoved medially, therefore, just not visible. Reportedly, pt was over 8 weeks post-op and arthrodesis fusion of the cervical spine had occurred, therefore, surgeon decided it would be the safest action to not replace the screw.